Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection (inj.) Fortum (1 gram for 14 days and route not reported) and inj. Vancomycin (2 gram, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.